Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this device was exhibiting an increase in power consumption. A copy of device memory was saved and submitted to boston scientific technical service (ts) for analysis. A ts consultant discussed that this device is depleting normally, and that premature battery depletion was not found. The power consumption is stable and is within expectations based on therapy programming. Additionally, there was a minimal increase in power consumption observed due to high rate atrial sensing. This device remains implanted and in service. No adverse patient effects were reported.